Manufacturer narrative:
Reference number (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Post operative infection and pneumoperitoneum are known complications of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2023, a patient in greece underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2023, the patient was transferred to the surgical unit due to intense pain. Crp was 200, CT of the abdomen was performed and air leakage was found. The patient received unknown intravenous antibiotic. The hospital surgeon reported that a CT scan would be performed after oral contrast was administered to confirm the source of the air leak. In the presence of patient's care giver and the doctor, the fixation plate of peg tube was properly fixed, because it was placed away from the exit point of the stoma site. The patient remained without fever the systemic administration of antibiotics continued. On (B)(6) 2023, crp was 90. On (B)(6) 2023, the patient was discharged home. The patient's daughter stated the patient had an infection but she could not identify what infection. The patient's daughter reported that it started with abdominal pain due to an air leak and the doctors were afraid that she might have peritonitis, and for that reason she received the antibiotic. She informed stated that the microbial infection had a high chance of creating peritonitis, it was completely fought with the antibiotics she received and now the patient was well.